Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated at an angle. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The device remains implanted and in service.